Manufacturer narrative:
It was reported that a patient underwent an pvc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During a pvc ablation, a perforation was caused on the patient. It was discovered during fluoroscopy and was confirmed by a visible drop in blood pressure. Pericardiocentesis was done for medical intervention; however, they do not know how much fluid was removed from the patient. The patient is now stable. The physician believes that the injury was caused because the procedure was epicardial. Additional information was received. Patient required extended hospitalization because of the adverse event as patient required a pericardial drain to be placed. The device evaluation was completed on 09-mar-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an pvc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During a pvc ablation, a perforation was caused on the patient. It was discovered during fluoroscopy and was confirmed by a visible drop in blood pressure. Pericardiocentesis was done for medical intervention; however, they do not know how much fluid was removed from the patient. The patient is now stable. The physician believes that the injury was caused because the procedure was epicardial. Additional information was received. Patient required extended hospitalization because of the adverse event as patient required a pericardial drain to be placed. No transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of steam pop as ablation was not performed. The event occurred during the mapping phase. Irrigated ablation catheter was used for mapping, but not ablation. Irrigation was set at the nominal 2ml/min flow rate. Correct catheter settings were selected on the generator. Ablation was not performed, so there was no need for flow rate settings to change. No error messages. Force visualization features used were graph, dashboard, vector. Ablation was not performed so no visitag.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).